Event description:
It was reported that a cc4204bf collamer plate lens was torn prior to insertion. The reporter believes there was a problem with the lens. There was no pt injury. Further info had been requested, but none has been forthcoming. If additional info is received a supplementa medwatch report from will be submitted.

Manufacturer narrative:
Visual inspection of the returned product showed that the lens was returned stuck inside the cartridge. There was no visible damage to the cartridge. Clear surgical residue was present. Based on the complaint history and eval of the returned product, a specific root cause of the event could not be determined. It should be noted that the injector and foam tip plunger were not returned for eval.